Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, product type: accessory. Product ID: 3387s-40, lot# va0wujq, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0qcg6, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient .product ID: 3708640, serial# (B)(4), serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative that reported the patient was not getting good therapy results and the impedances were high. The surgeon wanted verification that the lead was functioning properly prior to expand diagnostics/troubleshooting included an impedance check and palpation of the connection. Multiple reprogramming attempts were made. The lead was explanted. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the lead (lot #va0wujq) found no significant anomaly; the lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.